Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The insulin pump was returned for analysis.